Manufacturer narrative:
Please note that only the event year is known at this time. Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The non-malignant pain and failed back syndrome patient reported that following a device implant, the patient¿s ¿heart stopped two times¿ because they ¿overdosed¿ him on too much anesthesia. The patient further reported that they ¿killed¿ him. It was clarified that the patient was having the implant location changed in their body and that they had moved the implant around to his stomach area. A ¿short in the wire¿ was experienced after the device was moved in 2012 and the patient went to the united states to have it re-done, whereby ta new device was put in. When asked to clarify which device the issue pertained to, the patient reported that both devices the manufacturer had on record (one implanted in 1996 and one in 2012) had ¿always worked.¿ the patient was unable to confirm which device the event involved. There were no further complications reported or anticipated.